Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user repeatedly received an ¿unable to proceed, please check alerts¿ message directing a restart during the cartridge change and rewind process, and the device would not rewind despite multiple restarts and guided troubleshooting; the user transitioned to backup therapy, and blood glucose reportedly remained unaffected. Symptoms included no adverse clinical effects. Outcomes included no injury, no hospitalization, and temporary interruption of device therapy with use of backup therapy. Investigation included technical troubleshooting and user education over the phone. Investigation of this case revealed a device malfunction related to the pump¿s cartridge rewind function, with no screen or alert abnormalities beyond the restart directive; the device was replaced for continued therapy. It was concluded, based on previously established findings for similar reports, that the cause was device malfunction with an undetermined underlying component-level failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.